Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator screen turned blue and emitted a high-pitched alarm. The patient was immediately removed from the ventilator and manually ventilated. The ventilator subsequently completed a reboot sequence and prompted the user to check ventilator settings. The patient was placed on an alternate ventilator, and the affected device was removed from service for evaluation. No patient harm or adverse clinical impact was reported. A review of the device logs confirmed a critical thread failure. After the system restart, the ventilator resumed ventilation using the previous settings.